Event description:
Procedure type: low anterior resection. According to the reporter: no problem was confirmed in loading the cartridge and in opening, closing and articulating the jaw. However, upon electrical operation of toggle for rotation, the doctor could not perform it under his control but it kept being rotated automatically. Immediately using another disposable device, the case was completed with no problem. The instrument was not used on pt. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).